Manufacturer narrative:
An event of paravalvular leak (pvl) and valve in valve was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. It was indicated that the patient had low calcification which may have contributed to the reported event but cannot be confirmed. The final implant depth was 2 mm from the non-coronary cusp. It was also noted that a post-dilatation was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on all available information, a cause for the reported pvl could not be conclusively determined. However, it was noted that procedure wasn't very well supported by the patient and does not think that it is related to the abbott device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. The patient's native valve measured 22mm diameter and their aortic angle was 50 degrees. There was low calcification. Pre-dilatation was not performed. There were no deployment or retraction issues upon deployment. There was sufficient anchoring to allow anchoring of the device. Upon implant, it was too high with a paravalvular leakage of grade 3. Non-uniform expansion was checked and it was mitigated. Therefore, a second 25mm navitor valve was implanted lower but within the first valve. The final implant depth of the first valve was +2mm and the second valve was -4mm below the annulus. Post-dilatation was performed with a vasc ii 22 and paravalvular leak was graded 0. The patient was unstable during the procedure. "The procedure wasn't very well supported by the patient but the doctor doesn't think that it is related to the navitors." The patient status is unknown.